Event description:
Patient reported having had adverse effects while using the infusion sets. Patient stated he believed the needle was not long enough and that he had not received all of his insulin. Patient stated he found a kink in his infusion set and this has caused an under delivery of insulin. Patient reported experiencing an elevated reading so he took himself to the hospital on (B)(6) 2011 at 7:00 am. Patient stated that he was admitted to the hospital at 11:30 am where they tested his blood glucose level with a reading of 47 mmol/l (846 mg/dl). Patient reported he was placed on an unknown hospital pump and given an unknown fast acting insulin. Patient stated he was monitored and released with good blood glucose results at 2:00 pm the following day. No further information is available. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.